Manufacturer narrative:
This report is filed on july 03, 2019.

Manufacturer narrative:
This report is submitted on may 31, 2019.

Event description:
Per the clinic, the patient was explanted on an unknown date because the electrode had extruded into the outer ear. It is unknown as of this date may 31, 2019, it the patient has been re-implanted with another device.